Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Possible models could include the legend ii 8424, 8426, 8427. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:rescue leadless pacemaker implantation in a pacemaker-dependent patient with congenital heart disease and no alternative routes for pacing. Journal of atrial fibrillation. 2017; 9(5).

Event description:
A journal article was reviewed which contained information regarding the implant procedure for a leadless implantable pulse generator (ipg). The article noted the patient's previous ipg was replaced due to approaching end of life (eol) with elevated pacing thresholds. The article further noted the patient experienced recurring dizzy spells. The device was removed and replaced with the leadless ipg. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.